Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling the large intestine in a right laparoscopic hemicolectomy, the manual stapler was unable to fire. They noted that they were able to press the green button, but unable to squeeze the handle. They opened a new staple to complete the case. There was no patient injury.